Event description:
It was reported that the handheld would turn on and the screen would go blank. The handheld was turned on again and a reset was performed but the screen would go blank again. Changing the batteries in the handheld did not resolve the issue. The handheld was replaced which resolved the issues. The return of the handheld for product analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.